Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition.